Manufacturer narrative:
Investigation: a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Device 1: the device showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly was inside of the delivery device tube. The seal was extended outside of the delivery device tube. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure to load. Device 2: the device showed no signs of clinical usage. There was some evidence of blood on the device. The delivery device was returned outside of the loading device. The tension spring assembly and the seal were not returned. The green slide lock and the white plunger were depressed on the delivery device. The delivery device showed no signs of blood internally or externally. Based upon the received condition of the device, the complaint could not be confirmed for the reported failure to deploy. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring iii failed to load and a second heartstring iii failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The devices were returned to the factory for evaluation.